Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/30/2013: there was contamination under the contacts of the keypad buttons.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, the contrast button was difficult to push and required increased for to engage. The contrast button has no affect on insulin delivery. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.